Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290, heartstart xl+ defibrillator/monitor indicating that the device failed the operational check. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device failed the operational check, specifically the therapy delivery test. The device was evaluated onsite, it was confirmed that the device was emitting the therapy delivery failure message. It was determined the therapy capacitor was at fault and needed to be replaced. The therapy capacitor was ordered from a third party and replaced by a third party as the device is confirmed to have reach it's end-of-life (eol) and not supported. The device was returned to full functionalities and returned to service. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy supply test failed. There was no reported patient involvement.